Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 52, 182, 211 and 233 mg/dl fasting and 237 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 121-140 mg/dl and expected non-fasting blood glucose test result range is 165-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen/car. The test strip lot manufacturer's expiration date is 09/13/2020 and open vial date is 05/27/2019. The meter memory was reviewed for previous test result history: (B)(6).